Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient was not able to turn the stimulator up. The patient said they were seeing a ¿not able to deliver desired settings¿ message. The rep met the patient on (B)(6) 2018. The rep noted that electrode 1 was out of range. The programming the patient was utilizing was using electrode 1. The rep reprogrammed the device avoiding electrode 1 and the patient was able to get decent coverage in his neck and shoulder where needed. The patient was no longer seeing the message on the programmer. No symptoms or further complications were reported.